Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-09072 and 2134265-2015-09073. It was reported that balloon rupture occurred. Vascular access was obtained through contralateral approach via the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa) below the knee. A non-bsc cto recanalization catheter was attempted to be advanced; however, there was an issue with the machine and the device could not be used. A 300cm non-bsc guide wire was then advanced to the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body and it was noted that the balloon ruptured longitudinally. A second 1.2mmx15mmx142cm (emerge¿) fg coyote fc mr, (B)(4) balloon catheter was advanced to attempt dilatation. However, the balloon also ruptured on the first inflation at 6 atmospheres for 15 seconds. The device was removed from the patient's body and it was noted that the balloon also ruptured longitudinally. A third 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to attempt dilatation. However, the balloon also ruptured on the first inflation at 6 atmospheres for 5 seconds. The device was removed from the patient's body and it was noted that the balloon also ruptured longitudinally. Two more non-bsc balloon catheters were advanced to attempt dilatation but also ruptured. Finally, another coyote es and coyote balloon catheters successfully dilated the lesion without issue. No patient complications were reported and the patient's status was good.